Manufacturer narrative:
(B)(4). Device evaluated by MFR: a synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed stent damage. The stent was damaged the entire length with struts misaligned and bunched. The maximum stent profile was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-02043. Reportable based on device analysis completed on 28-feb-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and long calcified mid-distal left circumflex artery. Following pre-dilation using a complaint balloon catheter and non-complaint balloon catheter, a 2.50 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to tortuous and calcification. Another 2.50 x 20mm synergy¿ drug-eluting stent was advanced but also failed to cross the lesion. A guidezilla guide extension catheter was engaged but also could not provide support to advance the stent. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.